Event description:
It was reported that during a paroxysmal afib, a perforation was noticed as the pt's blood pressure dropped. The perforation was confirmed by ultrasound. A pericardiocentesis was performed and approximately 1050 ml of fluid were removed. In addition the caller reported that protamine was administered to the pt. The pt was reported to be in stable condition.